Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 22, 2019 that a cold snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the cold snare was broken. The procedure was completed with another cold snare. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.